Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited oversensing and low amplitude measurements when tested with a new implantable cardioverter defibrillator at a replacement procedure. The lead was visually inspected and no damage was noted and when connected to the old ICD showed no problems. When test shocks were given to the new ICD an open lead message was seen, therefore the lead was capped and a new lead implanted with no problems.